Event description:
A caller reported encountering a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. The customer was guided through a complete pump reset by technical support, and after the reset, the cgm error code did not reappear, allowing the sensor session to be successfully started.